Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: added: b5, b6, b7 and h6 (patient). H6 patient code: no code available (3191) used to capture the device revision or replacement.

Event description:
After review of medical records, the patient was revised for right-sided total hip arthroplasty with pain most likely due to metal-on-metal bearing implant. It was indicated that patient obtained an MRI looking for soft tissue damage and has elevated levels of cobalt and chrome. Operative notes immediately identified the synovial tissue on the inside of the hip joint was stained with the metallic debris. The internal aspect of the femoral head had some evident of corrosion and the taper also showed some mild corrosion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2018; (right hip).